Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the balloon inside the cassette was damaged, causing a leak when filled. Picture attached. There was no patient involvement.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn (B)(4) for details pertinent to this event.